Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient started to feel bad and their doctor noticed that their battery ¿wasn¿t working.¿ it was stated there was no harm or injury to the patient and no actions were required. The patient¿s battery was explanted and their outcome was reported as ¿ok under studies.¿

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was normal end of life and there was no telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.